Manufacturer narrative:
One unknown zimmer screw was not returned for investigation. Therefore, visual evaluation could not be performed. Per complaint description, doctor reported a case with repeated loosening events. This investigation only addressed one event using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the device was unreturned. No pre-existing conditions were reported. The reported device had been placed on an unknown tooth location for an unknown period of time. X-ray / picture images were not provided. Appropriate documentation was reviewed. DHR and complaint history review could not be performed since the lot / item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Based on the available information, device malfunction and the reported event could not be verified as the exact details of event are non-verifiable and the product was not returned. The following sections have been updated: g7: checked "follow-up." H3: changed "yes" to "no."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that dental screw had repeated screw loosening events no other information retained. Tooth location unknown.